Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Investigators noted that the sample returned had white powder on the surface of the prn, additionally the color of the surface of the prn is white suggesting that the most probable root cause is unrelated to the manufacturing process, and can be attributed to the aging of the product. The DHR review on the batch record showed no related abnormalities were found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn on a bd intima ii¿ IV catheter inflated on the second day of infusion. There was no report of injury to the patient or medical interventions needed due to this incident.